Manufacturer narrative:
No product was received for eval. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the infection remains unk. The angio-seal device instructions for use (IFU) cauton the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the pt monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal pt info guide instructs the pt to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-age and changed daily or if it becomes wet, until the skin heals. The pt is also instrcuted to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.

Event description:
It was reported following an arteriogram a 6f angio-seal vip was used. The pt was discharged. Two weeks later, the pt was re-admitted with redness and swelling at the left groin site. An operative left abscess drain procedure with placement of an indwelling drain catheter was performed. The angio-seal was not seen during the operative procedure. The pt received vancomycin, dose unk. Ten days after the abscess drainage procedure, the pt tested positive for methicillin resistant staphylococcal aureus. The pt underwent a second surgical debridement procedure for treatment of the infection.